Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that patient underwent hernia repair surgery on an unknown date in 2006 and an unk mesh was implanted. It was reported that patient underwent partial removal surgery in 2010 and 2016. It was reported that patient experienced pain and bleeding. No additional information was reported."

Manufacturer narrative:
Addtional information h6, h11. "Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable." The internal complaint number is (B)(4).